Event description:
The surgeon reports that the pt experienced a corneal burn while undergoing phacoemulsification surgery. The burn occurred at the beginning of phacoemulsification, during sculpturing. According to the surgeon, the parameters used were the same as usual, and the handpiece did not appear to have any ultrasound or fluidic issues. Intervention was performed to suture the cornea and as a result, the pt has significant induced astigmatism on the order of 8.75 d at five days postoperatively. At this visit, the pt's bcva was 20/50. The pt is scheduled for the next visit.

Manufacturer narrative:
According to the surgeon, the device was operating normally.